Event description:
The customer reported that an incorrect assay was run on a single patient sample using a vitros 5600 system. In addition, the incorrect patient name was associated with the affected sample. The mis-association of patient demographics and results may potentially lead to inappropriate physician action. No erroneous and/or unintended patient results were reported out of the laboratory as the customer's laboratory information system (lis) identified the discrepancy prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation concludes that an incorrect test was run on a single patient sample and the result was associated with the incorrect patient name when using the vitros 5600 system. The customer did not configure auto deletion on the analyzer such that all sid types (manual and download) would be auto deleted. The csc reviewed information contained in the "sample ID reuse" section of the vitros 5600 integrated system reference guide located on page 122 that describes how to properly manage sids that were previously used and not processed to completion or deleted. The customer corrected their auto deletion configuration on the analyzer as per the reference guide. The root cause of the event was determined to be user error as the user was not following manufacturer's instructions when reusing sample ids. No vitros analyzer malfunction occurred.